Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. Partial product has been returned, if additional product is returned an investigation will be performed and a follow up will be submitted. Additional product reader mfgc287-g1309 has been returned and investigated. Visual inspection has been performed on reader and no issues were observed. The returned reader was successfully paired with a new un-used sensor. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
No error message appeared was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "low blood sugar and was getting shakes" and was unable to self-treat, requiring non-healthcare professional administration of chocolates and orange juice for treatment. There was no report of death or permanent impairment associated with this event.